Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting out of regulation (oor) message on her remote and experienced reduced pain control. The patient reported a fall that happened a couple weeks ago. Since then she noticed the out of regulation message on her remote and felt decreased pain relief. Impedance check showed the 11th electrode with high impedance. Also took thoracic x-ray and found her leads had migrated half a cerebral body. Patient was reprogrammed to avoid contact with 11, after which the out of regulation problem was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2025, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.